Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind anomaly, back light anomaly, reset alarm and e/a alarm due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they had to press the escape button really hard to respond, received error code every time when changing batteries, had to reprogram settings, backlight was dimmer and rewound was louder and slower. No harm requiring medical intervention was reported. The device will not be returned for analysis.